Manufacturer narrative:
(B)(4). Relevant tests/laboratory data: (B)(6) 2013: ck=88 u/l, normal upper limit 170 u/l; (B)(6) 2013: ck-mb=2.9 ug/l, normal upper limit 5.0 ug/l; (B)(6) 2013: troponin I=0.22 ug/l, normal upper limit 0.06 ug/l; (B)(6) 2013: electrocardiogram (ECG); (B)(6) 2013: creatine kinase (ck)=102 u/l, normal upper limit 170 u/l; (B)(6) 2013: creatine kinase myocardial band (ck-mb)=2.3 ug/l, normal upper limit 5.0 ug/l; (B)(6) 2013: troponin I=0.25 ug/l, normal upper limit 0.06 ug/l; (B)(6) 2013: ck=112 ug/l, normal upper limit 170 ug/l; (B)(6) 2013: ck-mb=2.3 ug/l, normal upper limit 5.0 ug/l; (B)(6) 2013: troponin I=0.26 ug/l, normal upper limit 0.06 ug/l. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure. An abbott cross it guide wire was advanced into the right coronary artery (rca). Prior to any stent deployment, a dissection occurred in the proximal rca, caused by the cross it guide wire, and extended into the distal rca. A 3.5 x 33 mm xience prime stent, a 3.5 x 38 mm xience prime stent and a 3.0 x 38 mm xience prime stent were implanted as treatment for the dissection. The procedure continued with placement of two 2.25 x 12 mm xience v stents in the 3rd posterolateral branch, and a 2.5 x 23 mm xience v stent in the distal rca. Post procedure, the patient's cardiac enzymes were noted to be elevated. No treatment was provided and the creatine kinase enzyme elevation had returned to normal prior to discharge, with the troponin still elevated, but decreasing. No myocardial infarction was diagnosed and no serious adverse event occurred due to the enzyme elevation. The dissection resolved on (B)(6) 2013. During the staged procedure, which occurred on 08/26/2013, a dissection occurred in the distal left anterior descending (lad) artery. No treatment was provided and the dissection resolved on the same day. The dissection was caused by a non-abbott guide wire and did not occur during the implantation of a 4.0 x 18 mm xience v stent in the left main coronary artery. No additional information was provided.